Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A box weighing approximately 30 pounds (approx. 14 kg) fell on the right implanted side directly on the rondo processor. Immediately following the impact the patient had no hearing perception with the device.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
A box weighing approximately (B)(6), fell on the right implanted side directly on the rondo processor. Immediately following the impact the patient had no hearing perception with the device, just static. No swelling or bruising was noted by the audiologist. The patient was re-implanted.